Event description:
The patient was enrolled into the heal-laa study on (B)(6) 2024 and index procedure was performed on the same day. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. The patient was discharged on aspirin and clopidogrel the following day. At the 45-day follow up, transesophageal echocardiogram (tee) revealed a laminar, non-mobile, 1cm x 1cm x 0.5cm, device related thrombus (drt) on the face of the closure device. A 5cm pericardial effusion (pe) and a 4mm residual jet noted around the closure device. There was no intervention performed for the pe or residual jet. The physicians kept the patient on aspirin, discontinued clopidogrel, and started apixaban in response to the drt. No further interventions or patient complications were reported.